Manufacturer narrative:
(B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It was reported that the bmw guide wire was used in the anterior tibial and popliteal arteries. It should be noted that the instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat lesions in the anterior tibial and popliteal arteries. During removal of a non-abbott thrombectomy aspiration catheter, resistance was met and it was noted that the balanced middle weight (bmw) hydro guide wire was prolapsed. During the attempt to remove the guide wire and the non-abbott thrombectomy aspiration catheter as a single unit, the guide wire separated. The separated proximal end of the guide wire was successfully withdrawn, and the tip portion of the separated guide wire was successfully snared with an unspecified snare device. Attempts to snare the middle portion of the separated guide wire were unsuccessful; therefore, the middle portion was left free-floating in the vessel. Additionally, there was a delay in the procedure of approximately 15 minutes due to the snaring of the separated guide wire. There were no reported adverse patient sequela; however, the patient remains hospitalized due to required surgery for peripheral arterial disease (pad), which is reportedly not related to the procedure. There was no additional information provided.